Event description:
An ocd lab specialist reported that a customer obtained non-reproducible false positive result on a pt sample for several assays. The results were not reported. There was no report of pt harm as a result of this event.